Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) logged in and confirmed the failures. The fse removed the back panel and powered the station down, then removed the back of the drawer and disconnected the row board cables. After performing a reset, the fse reconnected the row board cables, reassembled the drawer, and reconnected the bus cables. The station was then powered back on. The fse logged into the system and navigated to the storage space configurations, but the row was still not visible. The fse then logged into hardware test application and confirmed that the a row was not visible. The station was powered down again, and the brow board cover was removed. The fse ejected the b row cubies prior to shutting down the machine, then removed the locking tabs for the row boards. The fse removed the row board and cubies on the a row and manually ejected the cubies from the row board. The row board cable was inspected for any cuts or pinches. The fse then reinserted the row boards and reseated the connectors. After powering the station back up, the fse logged into hardware test application again and inserted one cubie at a time to confirm that each was visible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 cubie pockets a1, a2, a3, a4, a5, a6 were failed and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.